Manufacturer narrative:
The field representative later reported the device remains implanted and programmed to secondary; therapy was on and the patient will continue to be monitored. It was later reported that a review of data from the patient's remote monitoring system found smart pass had disabled. Technical services reviewed the episode and noted smart pass disabled after a large amplitude beat, likely a premature ventricular contraction (pvc), resulted in some undersensing of the diminished r-waves. This was similar to previous observations. There were no other episodes stored. It was the physician's discretion if the patient should be brought to the clinic to program smart pass back on, or wait for the next scheduled follow-up. In (B)(6) 2018, it was reported that the hospital brought the patient in for new defibrillation threshold (dft) testing. The field representative was not present but was given a copy of the device data for review. The physician did not plan to revise the system and was satisfied with the successful conversion. Technical services reviewed the available data and confirmed a normal time to therapy with good detection of the induced arrhythmia and signals at a consistent amplitude of 0.65mv. Smart pass remained on. The shock impedance measurement was higher than expected but still within range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks while playing racquetball. A review of the episode showed t-wave oversensing and diminished r-wave amplitudes, with the smart pass feature disabled. The patient was hospitalized with therapy programmed off pending further review. Technical services discussed that the shock impedance measurements for the shocks were higher than expected, but not out-of-range, at 138 ohms and 144 ohms. The device was programmed to the primary vector, but it was noted in the device data that the secondary vector had better r-wave amplitudes. Technical services discussed running automatic set-up to see which vector the device would choose, to perform x-rays to verify system placement, and to test all vectors for sensing and amplitudes in various postures and this patient movements. Automatic setup was done and the device chose the secondary vector. A review of the captured s-ecgs from troubleshooting found the alternate and primary vectors were less suitable. The device was programmed to secondary, but the patient remained hospitalized with therapy off. No adverse patient effects were reported. Additional information was received. An exercise test was completed, and the sense vectors were reviewed during different postures and patient movements. It was noted the patient had gained some weight since the implant procedure. X-rays showed the device was not on the facial plane, and the tip of the electrode was pointing towards the body surface. It was noted a two-incision technique had been used. Technical services agreed that the secondary vector exhibited the best sensing and r-wave amplitudes. The physician could elect to leave the device set to secondary and monitor, or an invasive procedure could be performed to improve the system placement and better fixate the electrode tip.